Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough analysis of the device was performed. The device could not be interrogated upon return. Visual inspection confirmed the reported scratch on the device case. The device case was removed, and no physical damage of internal components was noted due to the external damage. Electrical measurements noted a high current condition on an integrated circuit (ic). Further testing isolated the high current condition to a shorted low-voltage capacitor on the ic. Analysis concluded the shorted capacitor caused the reported clinical observations of no telemetry and no pacing.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that the patient with this device had been in a car accident in which the airbag hit the patient's left shoulder. At a routine follow-up appointment following the accident, the device could not be interrogated. An x-ray was performed, and no dislodgement of the device or related leads was observed. A surface EKG showed no evidence of pacing. The device was later explanted and replaced. Upon explant, scratches on the device case were observed. No adverse patient effects were reported.